Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A g7 hi-wall e1 liner 36mm d, part # 010000934 from lot 6760359, was returned and evaluated against the complaint. The liner is assembled with the shell upon receipt. The visible portions of the liner are mostly free of damage. The outside of the elevated portion of the liner has been gouge/indented. The mating surface between the liner and shell is visually smooth and flush to the touch. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: 010000662-g7 pps ltd acet shell 50d-6405788, 010000934-g7 hi-wall e1 liner 36mm d-6122669. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03649, 0001825034-2020-03652. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure the surgeon could not get the g7 liner to seat the g7 50 mm shell. After trying to seat another liner into the g7 50 mm shell with no success the surgeon changed to a 52 mm shell that didn¿t seat at the beginning. Subsequently the patient suffered a minor fracture after a heavy blow. The 52 mm shell finally seated the liner. Attempts have been made and additional information on the reported event is unavailable at this time.